Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Damaged cartridge shroud and swing tab in locked position. The analysis results found that the instrument was received in good visual condition and with two cartridges present. The returned reload (a) had the swing tab in the locked position, and the proximal one driver up and the remaining drivers were down with staples present. It could not be determined if the reported incident was the result of a premature lockout, or the result of an interrupted firing stroke; reload (b) was received with the knife shroud damaged; this damage is consistent with an improper loading of the reload. When loading the instrument, insert the cartridge by placing the alignment tabs into the alignment slots and pivoting the cartridge onto the cartridge fork. Snap the cartridge into position. If the reload is loaded improperly, it can result in damage to the knife shroud. This may appear as the device not closing or difficult to close. Please reference the instruction for use for more information. The swing tab was reset and the cartridge (a) was loaded into the device for functional testing. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper shape. While no conclusion could be reached as to what may have caused the reported incident, it should be noted that a 100% inspection is performed by means of an automated vision system to insure the swing tab is present and unlocked. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a right colon procedure, the device locked out. It was not reported how the procedure was completed. No patient consequence reported. Additional information was requested, but to date, no more information has been received. Should additional details be received, a supplemental medwatch will be sent.